Event description:
A surgeon reported that approximately six months after implantation of an intraocular lens (iol), the iol was noted to have a detached haptic. The optic was pushed to the anterior side in the patient eye. The iol was replaced.